Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the implantable neurostimulator (ins) has not been working for the last 4 years because the patient's husband was ill and the patient was "doing other stuff and not paying attention to it." They mentioned that the patient no longer has a managing healthcare provider and requested physician listings. No symptoms were reported. Additional information received from the manufacturer¿s representative (rep) reported there was no issue with the device; the battery stopped working and two different physicians had retired or moved their practice. Nothing was done to resolve the issue at this time as ¿other life issues popped up.¿ the patient was going to contact a new physician.